Event description:
Additional information provided indicated that there was no patient involvement.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave error 28. No adverse effects reported.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis. Visual inspection identified that the pump's both housings were damaged along with lens damage. Review of the device history log identified 8 service due alarms recorded in the event log. Functional testing included simulated use. Upon power up of the pump the pump alarms for service due. Customer stated issue was duplicated and was confirmed. Problem source was identified as design.